Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device change out, the patient started having pectoral stimulation from the right ventricular (rv) lead. The lead also had diminished sensing. Inspection of the lead revealed that the lead was damaged. The lead was replaced. No patient complications have been reported as a result of this event.